Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon evaluation, the monitor was resetting. The cause of this was the ca board. The ca board will be replaced as per co-3677. The root cause of the damaged ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was resetting.